Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings under. Also, failed eis 1 hz and eis 1024 hz readings. Placed sensor on the microscope and found the delamination and crack damages on the gold trace at the counter, reference and working electrodes. See attached file for results. Unable to confirm needle anomaly due to customer did not returned insertion needle. In summary, the customer complaints of unexpected sensor alarms were confirmed during bicarbonate buffer testing with failed isig readings, eis 1 and 1024 hz readings. Found sensor damaged as seen under the microscope. The customer complaint of needle anomaly could not be confirmed due to customer did not return insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer did not report any adverse event. Troubleshooting was performed for the sensor glucose vs blood glucose. Troubleshooting was performed for the change sensor. Troubleshooting was performed for the site issues; the customer was advised to insert the sensor in a different location and monitor the site.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was 288.00 mg/dl, and the blood glucose value was 127.00mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 161 mg/dl. The insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7020d2. Troubleshooting was performed for the sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and the sensor was worn for less than 4 days. Troubleshooting was performed for the change sensor/sensor updating/calibration not accepted and the non-serialized device was replaced. Troubleshooting was performed for the site issues and the customer was advised to insert the sensor in a different location and monitor the site. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. The customer receives a change sensor alert and a sensor updating alert. No further patient complications were reported. The customer will discontinue using the sensor. Mmt-7040a was requested and the customer response was the device will be returned.